Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient had a competitor total hip replacement for a displays tic hip in 1986. She had 2 or 3 prior revisions with other surgeons with competitor products. She was converted to stryker constrained liner (B)(6) 2017. Patient dislodged a cemented constrained liner. She was revised to a new cemented constrained liner on (B)(6) 2017. The operation was completed successfully .